Event description:
A (B)(6) distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (battery faults) was confirmed. Upon evaluation, the monitor failed a detect and treat test. The cause of this was a shorted u6 and c6 components on the ca board. The root cause of the shorted ca board cannot be positively identified. No adverse event resulted from the damaged monitor.